Event description:
Clarification to information provided on previous reports: the reported colonoscopy procedure was delayed by five minutes.

Manufacturer narrative:
This report is being supplemented to provide clarification regarding the reported procedure and additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the device was manufactured over eight years ago, it is likely that the dimming function became inoperable because the diaphragm unit, a mechanical component with a dimming function, was deteriorated due to repeated use over a long period of time.

Event description:
The nurse manager at the user facility informed olympus that during the middle of an unspecified colonoscopy, a bright light reportedly appeared instead of an image when near a surface and when using a 180 series colonoscope with the evis exera iii xenon light source. The procedure was completed and there was no patient injury or harm to the patient reported. As a result, the procedure by 5 minutes but there was no general anesthesia. The physician used a smaller diameter 190 series colonoscope to complete the procedure to get through a narrow part of the colon. No other devices were replaced or involved in the event.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the aware date, provide additional information from nurse manager at the user facility and to update the correct aware date of the reported event is february 8, 2021. The light source was purchased on december 24, 2012; a review of the repair history indicates no previous repair records. The investigation is ongoing; however, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. However, the diaphragm was not functioning properly. When the scope was connected and brightness adjusted, the diaphragm arm did not move as expected; replacement of the diaphragm was required in order to resolve the issue.

Event description:
A user facility reported to olympus that a bright light would appear instead of an image when near a surface when using an olympus series 180 scope with the olympus, clv-190 light source. There was no patient injury or harm, associated with the problem, reported to olympus.